Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The explanted pump was returned assembled with the percutaneous lead (lead) intact. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The sealed outflow graft and the sealed outflow graft bend relief were also returned detached from the pump. The outflow elbow was returned attached to the pump¿s outlet port. Visual examination of the proximal side of the inlet stator and the distal side of the outlet stator prior to disassembly revealed no evidence of depositions or thrombus formations. Upon disassembly, the examination revealed non-laminated depositions of denatured blood on the rotor and within the proximal side of the outlet stator. The texture of these depositions suggests that the explanted pump was treated with a fixative agent (e.g. Formaldehyde or glutaraldehyde) before being returned to the manufacturer for evaluation. Therefore, it is difficult to determine whether or not these depositions were actually present while the pump was supporting the patient. However, as there were no thrombus formations that appeared to have developed within the pump and the data recorded in the log file that was downloaded from the system controller revealed normal pump operation, it is unlikely that the observed depositions were present while the pump was in use. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values comparable to the pump power consumption and pressure values recorded during the manufacturing process, and the pump operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that a pt expired last week. The pt was implanted beginning of (B)(6). The pump and controller will be returned for eval.